Event description:
The customer reported that during a pain case, the generator rebooted independently of the workstation. No pt injury occurred and the cases continued after the reboot.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tightened the lemo connector. The system operates as intended.